Event description:
It was reported that the patient received inappropriate therapy. No true arrhythmia was found. However, the patient went into an arrhythmic storm, and the physician used external defib to stop the arrhythmia. The physician believed the storm was caused by the inappropriate therapies. The patient was hospitalized and intubated. The device was explanted and replaced. There were no complications during the replacement procedure.

Manufacturer narrative:
The reported inappropriate therapy delivery was not confirmed in the laboratory. Review of the stored electrograms indicated appropriate hv therapy delivery. Noise was noted in the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.